Event description:
Surgeon began diagnostic laparoscopy. Abdomen filled with co2. Trocar inserted with company sales rep present. Upon visualization several large clots noted. Emergency laparotomy performed with repair of enterotomies and mesenteric bleeding. Pt typed and crossed for blood. General surgeon called in to assist. Pt transferred to local hospital for further observation in good condition. Trocar saved and returned to MFR upon request. On 8/15 hospital states pt will be hospitalized until the end of the week.